Event description:
This procedure is part of durability (B)(6):the procedure angioplasty and stenting/right femoral arterial access to left sfa. Following interventional procedures on the left sfa, there was significant thrombus that embolized. A filter wire was used and aspiration thrombectomy was performed. An infusion catheter was placed, and the patient was hospitalized. On (B)(6) 2013, the patient complained of severe bilateral foot pain, left thigh pain, and right groin pain. A CT scan and ultrasound was performed and the patient was treated with IV antibiotics and topical steroid cream after being diagnosed with a right groin access. The patient was discharged (B)(6), 2013.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.